Event description:
The pt reported that shortly after receiving a burn from the charger she bumped the implant site against a rail which caused the pocket to open. The physician prescribed duoderm for the burn and instructed her to apply gauze to help the wound heal.